Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was not returned to zimvie for investigation. The reported event was not verifiable after the investigation associated with pain. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly zimvie will continue to monitor for trends. The following sections have been updated: b4: date of this report added. D3: manufacturer updated. G1: contact office updated. G3: date received by manufacturer added. G6: type of report updated. H2: follow up type added. H3: device evaluated by manufacturer updated to no. H6: impact code 4649 - unanticipated adverse device effect. H6: clinical code added 1994 - pain. H6 clinical code added 4521 - cramp(s) /muscle spasm(s). H6: device code updated 3190 - insufficient information. H6: investigation code added to 3331 - analysis of production records. H6: investigation code added to 4114 - device not returned. H6: investigation code added to 4119 ¿ insufficient information available. H6: investigation findings code added to 3221: no findings available. H6: investigation conclusions 4315 - cause not established. The following sections have been corrected: h6: device code updated to 2993: adverse event without identified device or use problem.

Event description:
It was reported by the sales rep that the patient reports that she feels spasms in her foot about 30-45 minutes after use. She did advise when she feels this, she takes the device off and it stops, then continues treatment. The patient stated that the spasms started the first time she used the bhs and within 15 minutes the patient stated that she had pain and the foot jumped. It is like a throbbing aching pain. The pain diminishes after 6 hours of using the stimulator. The pain level is 8 to 9. The pain is below the skin deep inside. The patient does not have pain when she is not treating. The patient has increased her daily activity but now she has slowed down. The patient did speak to her physician. The doctor told her that it was probably because she was on her feet too long. The patient stated that it is a different pain when she is on her feet then when she is using the stimulator. The doctor prescribed antibiotics and percocet. I told the patient to do the time test. Increase every day by an hour and to keeps us posted on the progress. The patient wears the coil over a sock and ace bandage.

Manufacturer narrative:
Zimmer biomet complaint cmp (B)(4). Date of event: (B)(6) 2020. Medical product: unknown therapy date: unknown the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep that the patient reports that she feels spasms in her foot about 30-45 minutes after use. She did advise when she feels this, she takes the device off and it stops, then continues treatment. The patient stated that the spasms started the first time she used the bhs and within 15 minutes the patient stated that she had pain and the foot jumped. It is like a throbbing aching pain. The pain diminishes after 6 hours of using the stimulator. The pain level is 8 to 9. The pain is below the skin deep inside. The patient does not have pain when she is not treating. The patient has increased her daily activity but now she has slowed down. The patient did speak to her physician. The doctor told her that it was probably because she was on her feet too long. The patient stated that it is a different pain when she is on her feet then when she is using the stimulator. The doctor prescribed antibiotics and percocet. I told the patient to do the time test. Increase every day by an hour and to keeps us posted on the progress. The patient wears the coil over a sock and ace bandage.